Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls 22x1-1/4 dn emerald had no label. This occurred on 100 occasions. The following information was provided by the initial reporter: hypo - boxes of products without labels.

Manufacturer narrative:
H6: investigation: a device history record review was performed for provided lot number 1902106 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the shelf carton was found to have a label without any printed information on it. It has been determined that this incident resulted from an unexpected temporary problem during the printing system of the secondary packaging machine. During the printing process, a misalignment of the printer system occurred, causing this package to go without a printed label. This defect went undetected by the operator.

Event description:
It was reported that syringe 5ml ls 22x1-1/4 dn emerald had no label. This occurred on 100 occasions. The following information was provided by the initial reporter: hypo - boxes of products without labels.